Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had blurry image and brightness was dim during reprocessing. There were no reports of patient involvement. Rigid video laparoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg) bundle was interrupted and weakened caused by component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.